Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2.0mm x 150mm x 150cm, coyote balloon catheter wad advanced for dilation. However, during first inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.